Manufacturer narrative:
Findings: received unit with cracked and bleeding lcd glass. Unable to perform a displacement test due to lcd damage. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack all over the whole screen. The customer stated that the device fell out of her pocket. The customer is unable to read the pump screen or setting on the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.